Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a device implanted in 2022 and it did not go well from day one. They hit a nerve or something and patient was in intense pain. Caller stated it took 6 months to get around to taking it out and patient had a lot of scar tissue from that and had been taking pills but the pills were not as effective as they thought they would be. Caller did not know if all the leads were removed when the device was removed, just that the patient did have a lot of scar tissue. Patient was not wanting to go back to the same doctor and was looking for a new doctor. Agent emailed physician listings to caller. Caller stated the implanting doctor was at unm (name unknown).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.